Event description:
It was reported to boston scientific corp that the trocar was hooked onto the sheath, as the physician went to pull it through the trans obturator incision, the blue cone separated from the sheath (the association loop did not break). The loop with the blue cone remained on the trocar and was removed from the pt intact. The procedure was completed with a second obtryx mesh sling. Patient is "fine".